Manufacturer narrative:
The insulin pump was received with blank display due to cold solder joint on mother board. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer called and reported that the insulin pump was spinning as though it was rewinding, customer replaced battery, and the screen was blank. The insulin pump had not been bumped, dropped, or exposed to moisture. Customer was unable to complete troubleshooting at the time. Customer called back. She was advised to remove the battery for 10 minutes and clean battery cap contacts. Upon insertion of a new battery, the display did not return. The insulin pump did a self-test and then shut off. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.